Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the sensor was giving inaccurate readings. The customer's blood glucose was 120 mg/dl and sensor glucose was 210 mg/dl at the time of incident when it triggered threshold suspend. The customer stated that there was blood at site. The customer declined to troubleshoot. The sensor will be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of 1 opened and used enlite sensor performed continuity resistance test found the sensor failed per specifications.